Event description:
It was reported that the patient's pacemaker exhibited far-field r-wave oversensing (ffrwos). No patient symptoms or intervention was reported.

Manufacturer narrative:
Correction section h2: follow-up type should have been checked as "correction" and not blank as submitted in 2017865-2025-53205 follow-up number 2 submitted on may 26, 2025.

Manufacturer narrative:
Correction section g2: "health professional" and "user facility" fields should not have been checked as no information was provided.